Event description:
During failure analysis investigation of the large needle driver instrument (captured under patient identifier (B)(6) / RMA # (B)(4)), it was found that the instrument had thermal damage on the main tube. The damage was located where the main tube and proximal clevis meet. The instrument did not have a conductor wire, nor does it release energy, so the source of the thermal damage was unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 12-nov-2024: there was no arcing observed during procedure. There was no injury or adverse event during or after the surgical procedure. Further, the large needle driver instrument had been used together with the fenestrated bipolar forceps before the procedure on (B)(6) 2024. The hospital stated that the large needle driver instrument was used on (B)(6) 2024 when the instrument issue happened. The hospital stated that large needle driver instrument issue was identified truly prior to procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument to perform failure analysis. The reported issue of large needle driver instrument "could not be identified" was not replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. The instrument was fully functional. Additional observation(s) found unrelated to the reported complaint included: the instrument was found to have thermal damage on the main tube. The damage was located where the main tube and proximal clevis meet. The instrument did not have a conductor wire, nor does it release energy, so the source of the thermal damage was unknown. Isi has requested that the monopolar curved scissors (mcs) instrument associated with this event be returned for failure analysis testing. As of the date of this report, the product has not yet been received.